Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack and was diagnosed with coronary heart insufficiency. The patient did receive medical intervention that required hospitalization, insertion of a pacemaker, quadruple bypass surgery and cardiac rehabilitation. Additional information was received and added to the report. The device was returned to the manufacturer's quality product investigation laboratory for investigation on 06/07/2023 for further evaluation. The device was evaluated on 06/16/2023. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer observed the dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress in the blower and blower box. The manufacturer confirmed the presence of contamination in the airpath as well as water ingress in the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation but observed the dust/dirt contamination throughout device enclosure, and airpath, suggesting a source external to the device as well as water ingress in the blower box.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a heart attack and was diagnosed with coronary heart insufficiency. The patient did receive medical intervention that required hospitalization, insertion of a pacemaker, quadruple bypass surgery and cardiac rehabilitation the reported event of heart attack and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation. Tthe manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted 2518422-2021-04941-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a heart attack and was diagnosed with coronary heart insufficiency. The patient did receive medical intervention that required hospitalization, insertion of a pacemaker, quadruple bypass surgery and cardiac rehabilitation. The patient reported using an ozone based disinfection device. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.